Event description:
Air bubbles were detected during the dialysis process/procedure.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).